Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is completed. Visual inspection was performed with naked eye and magnification and identified cut effluent line tubing and damaged clamp on effluent line. Marks were also observed on the clamp and the tubing which are indicative of pouching equipment (flow wrap). Leak testing was performed and found a leak through the cut effluent line tubing and damaged effluent line clamp. Clamp function test was performed and found damaged clamp on effluent line. Clear passage test was performed with no issues noted. A short simulated therapy was successfully performed. The reported condition was verified. The assignable cause was determined to be manufacturing issue as both the damage to the tubing and to the clamp occurred during the pouching equipment process. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a cassette with cut tubing. This was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.